Event description:
Per the audiologist's report, this patient has litle or no volume growth on several electrodes, some facial nerve stimulation, and poor sound quality for two years. Using the appropriate diagnostic equipment. It was determined that multiple electrodes were not functioning according to manufacturer's specifications. Explantation and reimplantation surgery will be performed in the near future.